Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing burning at the ipg site and the lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg and one lead were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.